Event description:
As reported, the distal shaft of a 6f .070-inch judkin¿s right (jr) 4 55¿125 cm vista brite tip guiding catheter was punctured at the threaded end when the physician flushed the catheter while it was in the patient. Another catheter was used to continue the procedure. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the distal shaft of a 6f .070-inch judkin¿s right (jr) 4 55¿125 cm vista brite tip guiding catheter was punctured at the threaded end when the physician flushed the catheter while it was in the patient. Another catheter was used to continue the procedure. There was no reported patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile catheter 6f .070 jr 4 100cm was received coiled inside a clear plastic bag and unpacked for product evaluation. Visual inspection identified a cracked condition on the hub of the unit, with no other damage or anomalies observed on the inspected components. Functional analysis was performed by connecting the catheter to a standard lab sample syringe, and leakage was observed due to the cracked hub condition. The product evaluation confirmed that the cracked condition was present on the hub component and that functional testing confirmed leakage at the hub due to this condition. The observed characteristic was noted to be consistent with those identified in previously confirmed complaints, and the complaint is being escalated for further investigation. The reported ¿luer hub-cracked¿ was observed during the product evaluation. The exact cause of the event cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be determined; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, the distal shaft of a 6f .070-inch judkin¿s right (jr) 4 55¿125 cm vista brite tip guiding catheter was punctured at the threaded end when the physician flushed the catheter while it was in the patient. Another catheter was used to continue the procedure. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.